Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.g991usqsegya5 smartphone hardware: sm-g991u cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 460 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea, shaking and difficulty breathing. The patient reports they had not eaten and had consumed coffee. The patient reports after delivering a correction bolus their blood glucose level had not decreased. Once at the hospital the patient was treated with and insulin drip as well as a diuretic, intravenous fluids and zofran. The patients' blood glucose level and blood pressure was being monitored. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs.